Event description:
It was reported to medtronic minimed that the customer experienced battery error to replace battery. After inserting a new battery the pump wont turn on, customer had tried battery already. The customer noticed crack on the back of the pump where the battery located. The button on the side of the pump located on the battery side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported crack on the back of the pump where the batter was located from the bottom of the side of the pump located on the battery side. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display. Unable to perform displacement test, sleep current measurement test, active current measurement test, and self test. Unable to download pump history files and traces using thump software due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and end cap address label missing. Unable to verify customer's complaint for unexpected battery power loss due to blank display. Cosmetic damage was confirmed at the back of the pump. Moisture damage was confirmed found isolated to the battery tube. Blank display was confirmed during testing due to a misaligned battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.